Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: pt repeated questions about programming and stated that she is still having some issues holding her bowels once she has the feeling that she has to go. Pt stated she thinks she has seen some improvement since implant but she would like to continue to try different programming to see if she can get better benefit. Pt asked a lot of questions about who should be helping her with the implant and her symptoms. It was suggested that patient work with her hcp, but patient stated the hcp that did the implant told her to contact the field rep with questions. It was reviewed "rep role" and suggested patient find an hcp that can help her manage her bowel symptoms. 2019-oct-08 additional information was received from the consumer: patient called regarding letter requesting additional details of the event that she received last friday, (B)(6) 2019. Patient planned to send in the letter. Patient repeated the same information as the other documented calls already reported. Patient stated she turned off stimulation once she received the letter from the manufacturer. Tingling down leg went away when patient turned off stimulation last friday. Device setting was on prog 2 at 4.4 v but had since lowered down to 3.7 v on (B)(6) 2019 but she was still feeling the need to rush to the bathroom. Today, she turned stim on and switched back to prog 1 and lowered stimulation from 3.2 v and she was going to find a level that was more comfortable for her since she had been without stimulation for 4 days. Ps (patient services) reviewed to keep diary to track bowel symptoms and what level stimulation was at. Also reviewed to not make multiple changes, that it is best to make a change and stay on it for 3-7 days and note how her symptoms are improving. (B)(6) 2019 patient sent in a letter with additional details: the circumstances that led to stimulation down the leg was? Did go to program 11. Steps taken to resolve the stim down the leg: turned down the stimulator. Patient repeated information previously discussed, changing stim to p1, and feeling tingling from stim in right ankle and left buttock. Patient mentioned she had turned stim off and left off for a while which resolved uncomfortable stim. Patient states today she turned stim on p1 at 2.7v but stim was too high and patient felt stim in left buttock and right ankle "and felt like a puff at the bottom of my tail bone, but that went away". Patient states she turned stim off, but still feels stim. Patient services reviewed residual stim considerations. Patient asked for ins setting recommendations, and was redirected to hcp for medical direction. Patient stated she will follow up with hcp. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was unsure if their device was working as intended because they hadn¿t gotten at least 50% reduction in their symptoms. They had ¿lost it¿ three times since they were implanted ((B)(6) 2019) and they had issues with losing their bladder on the day of the report; they still needed to rush to the bathroom. This was occurring intermittently and they didn¿t know the exact date when it began. They also stated that they experienced a flutter around the implanted neurostimulator (ins) site. This wasn¿t uncomfortable; just random and it had happened about four times. They added that it usually happened while laying in bed, but it was not in bed on the day of the report. On (B)(6) 2019 the patient stated they were on program 1 at 2.1 volts (v) and felt the stimulation, but didn¿t feel the stimulation too strong. They increased to 2.9 v and was going to monitor their symptoms and follow-up with their healthcare professional (hcp) if it didn¿t resolve. The patient reported back, stating they felt it a little strong so they lowered the stimulation. Additional information received from the patient who noted therapy is helping a little for bowel (which is why it was implanted), but noticed therapy seems to be affecting their bladder symptoms. They added that they only "lost it twice" and they haven't had too many instances of the fluttering since. As a result of what was reported, patient said they would try increasing the stimulation and reach out to the manufacture representative (rep) before making a program change. Eight days later, patient called back saying they changed to program 2 and they are going to the healthcare provider (hcp) on (B)(6) 2019 about their symptoms and the flutter sensation at the ins site. Additional information was received. Patient noted she does feel stim in her lower butt into her leg sometimes on her current setting. No further complications were noted or anticipated.